Event description:
Pt in ed post respiratory arrest, intubated and on cardiac monitoring. Mde equipment should have alarmed both at bedside, and central monitor at desk. Pt went into arrhythmias, cardiac arrest, with no alarms sounding.